Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pt could not adjust stimulation and a "call your doctor" icon was shown. An out of regulation (oor) condition was reported. The pt indicated, the oor usually happened when the pt tried to increase stimulation in the morning. Add'l info has been requested, but was not available as of the date of this report.